Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer also experienced nausea, kidney stones, and a bladder infection. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer requested a replacement insulin pump. Nothing further was reported.